Manufacturer narrative:
Product ID: 3889-28 lot# va1n4v7 implanted: (B)(6) 2018. Explanted (partial): (B)(6) 2022. Product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during a procedure, part of the lead was abandoned. The rep noted there was no issue, they were just reporting an abandoned lead. The surgeon cut down to try and remove the electrode, but could not visualize them, as they were under the sacrum. All electrodes were still in the sacrum, as the lead broke and they left that piece in the bone. It was explanted - partial on (B)(6) 2022, and replaced by another manufacturer product. The lead was discarded. The customer wanted to "send for gross exam in hospital." The issue was reportedly resolved at the time of the report. It was noted surgical intervention had occurred, and the rep referenced the above report. Additional information was received from a manufacturer representative (rep). The patient had been implanted for the treatment of fecal incontinence. When asked to clarify the statement surgical intervention had occurred, and whether there was a clinically significant delay to the surgery or additional harm caused, they stated "no significant delay or additional harm." Additional surgery was not planned to try to remove the portion of the lead left implanted. It was still in the patient, not active, but remained in the tissue, and there was no plan to do an additional surgery to remove the remaining portion of the lead. They clarified the lead broke due to normal explant technique. The cause of the explant difficulty which led to the lead breaking was reportedly determined. When asked what most likely caused or contributed to the issue, they reported "likely older lead construction, the lead broke where the electrodes [were] attached to the rest of the lead." When asked to clarify, the rep stated the customer wanting to send for a gross exam in hospital was in reference to the discarded portion of the lead and ins (the ins was also removed and replaced).